Event description:
During implant procedure, loss of capture was noted on the right ventricular (rv) lead. During the procedure, the helix of the rv lead was displayed rotation issues after being introduced to the patient. The rv lead was not implanted and a new rv lead was successfully implanted. The patient was stable.

Manufacturer narrative:
The reported events were for failure to capture and helix mechanism issue. As received, a complete lead was returned in one piece for analysis. The reported event of helix mechanism issue was confirmed. The lead was returned with the helix retracted and clogged with blood/tissue. X-ray examination found the inner coil to be over-torqued/stretched at the connector region consistent with procedural damage. After cutting the lead and cleaning the distal portion of the lead, the helix could be extended/retracted by applying torque directly to the inner coil. The measured full helix extension length was within specification. The cause of helix mechanism issue was isolated to blood/tissue in the helix region, blood on the inner coil, and inner coil being over-torqued/stretched. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies except for procedural damages.